Event description:
It was reported that the (ECG) port on the programmer was broken. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was broken off, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the tabs on the power cord bay door were broken, and the system fan was noisy. (B)(4).